Manufacturer narrative:
Product complaint # ==> (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was unable to straighten the leg and x-rays confirmed that the poly post had disassociated from the tibial tray. Surgery was performed and the tibial insert was removed. The metal aspect of the poly was loose and disassociated from the poly. Doi: (B)(6) 2021. Dor: (B)(6) 2021. Left knee.